Manufacturer narrative:
An evaluation was performed at the factory of the relevant components of the lithostar system involved in complaints sp-c-97.0130 and sp-c-97.0131. This included the type "c" shock wave head, high voltage switch, and high voltage cable, which were removed from the actual device involved, and recieved at the factory may 13, 1997. A series of electrical and mechanical tests were performed, and although some parameters were found to be slightly out of tolerance, the deviations were of a nature that would have reduced the actual energy delivered to the patient, and could not explain the renal trauma which occurred on these two occasions. Test were also performed on the actual device, prior to the removal and return of the above mentioned components to the factory. These tests, conducted by local field service rep., working under the direct guidance of the factory investigation team, found nothing unusual or abnormal with the functioning of the system. It is noteworthy that the system continued to be used in it's original configuration, i.e. With the original components noted above, by the user during the period between the first incident of renal trauma, which occurred april 1, 1997, and the second event, which occurred on april 17, 1997, without problem. As not technical explanation can be cited for the two renal trauma incidents, this complaint is closed with no further action required.

Event description:
Pt was being treated with lithotripsy unit, and received 3000 shocks at energy level 3. Pt's right kidney ruptured, requiring "uterial emboly" on april 15,1997.